Event description:
It was reported that a patient with an intraocular lens (iol) had the haptic broken off. The patient was scheduled for another surgery requesting an iol size +31.0 diopter. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.